Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call recurring no delivery alarm. Blood glucose was 400 mg/dl. Customer stated that infusion set was changed, no bent cannula was observed but the issue still persists. Troubleshooting was performed, insulin exited during the 5 unit fixed prime, infusion set cannula was not bent. Advised customer that it might have been infusion set problem and to consult the healthcare professional for proper infusion set insertion. No troubleshooting was performed for high blood glucose. Customer treated with manual injection for high blood glucose. Replacement infusion set and reservoir will be sent. The insulin pump will not be returned for analysis.